Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensed noise resulting in pacing inhibition. The patient is not pacemaker dependent. Boston scientific technical services (ts) suspects pectoral muscle noise oversensing. Surgical intervention was performed and the lead was surgically abandoned and replaced without incident. Besides the surgical intervention, no additional adverse patient effects were reported.